Event description:
Post implant, the patient felt pocket stimulation in the bipolar configuration. The patient was thin and the device was placed subpectorally. The stimulation lessened as the voltage decreased, but was felt at the appropriate safety margin. When the physician opened the pocket, blood was noted in the connector ports but did not enter past the sealing rings. The device was tested again and placed back in the pocket with no further problems.